Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on a homechoice (hc) device during dwell five of six. The patient was connected at the time of the alarm. Troubleshooting revealed that the registered nurse (rn) disconnected a used supply bag and reconnected a new bag using the same cassette. The technical service representative explained the alarm, reviewed proper procedures, and explained the potential risks with the rn. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, the nurse disconnected the empty supply bag then added a new supply bag to the used supply line. Disconnecting the supply bags improperly is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).